Manufacturer narrative:
(B)(4) there was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under the sensor adhesive. Patient's wife described the skin reaction as a red and itchy rash. Sensor was inserted at the abdomen on (B)(6) 2015. Patient treats the affected area with triamcinolone cream 0.01%, prescribed by his physician for unrelated issue. The date of prescription is unknown. Patient's wife contacted physician on (B)(6) 2015 for dexcom related skin reaction. No further event or patient information is available.